Manufacturer narrative:
Unit was received with blank display due to moisture damage electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to blank display. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture. The lcd screen had condensation. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.